Manufacturer narrative:
This device is labeled for single use. The valve was explanted due to regurgitation. The torn leaflet noted upon explant was confirmed. Leaflet 1 was torn away from stent post 2. Leaflet 2 contained a small tear at stent post 2, and leaflets 2 and 3 had torn away from stent post 3. The tissue of both leaflet 1 and 2 was worn where still attached to their respective stent posts. Leaflets 1 and 2 contained incisions. There was circumferential fibrous pannus ingrowth on the inflow surface, which encroached onto the base of leaflets 1 and 2. Leaflet 1 contained a surface fungus, which was interpreted as contaminant. No inflammation or significant calcifications were found. X-ray inspection of the returned valve demonstrated deformation of the stent at stent post 3, with the stent post bent outwards and both the base and ring slightly ovalized. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed satisfactorily. This review is inclusive of the final inspection videos which confirmed final valve functionality without evidence of stent deformation. The patient anatomy and the selected valve size (23 mm), in combination with the host to device reaction (pannus formation) may have contributed to the observations of stent deformation and leaflet damage. It should also be noted that the replacement valve was smaller in size (21 mm) which supports the interpretation of valve size and anatomy interaction.

Event description:
On (B)(6) 2016, a 23mm trifecta gt was implanted in a patient with a narrow aortic root. Per report, the appropriate size valve was attached to the annulus with conventional surgical technique without use of a cor-knot device. A trifecta valve holder was used while parachuting the valve onto the annulus. An echo was performed two years later (2018) due to suspicion of infective endocarditis which revealed aortic valve regurgitation and no visible signs of endocarditis. The patient was hospitalized for edema and once stabilized, a redo avr was performed on (B)(6) 2018. At explant, the right coronary leaflet was noted to be torn from the stent. There were no signs of infection on the valve. A non-abbott 21mm on-x mechanical valve was implanted. The patient did not have any co-morbidities beyond aortic valve disease or a past medical history of renal disease or dialysis. The patient is reported to have experienced no adverse consequences and was hemodynamically stable throughout the procedure. The patient has been discharged.

Event description:
An echo was performed due to the suspicion of infective endocarditis and revealed aortic valve regurgitation, but no signs of endocarditis. The patient was hospitalized for edema and once stabilized, a procedure was done to replace the heart valve on (B)(6) 2018. When the valve was explanted, the right coronary leaflet was observed to be torn from the stent. There were no signs of infection on the valve. The procedure was completed with a non-abbott 21 mm onx mechanical valve. The patient was reported to have no adverse consequences from the event and was hemodynamically stable throughout procedure. The patient was reported as discharged.